Event description:
Customer called stating she believes her insulin pump is malfunctioning. She stated that since (B)(6), she has been having high blood glucose. There is a large bubble in the tubing. Customer's blood glucose is 257 mg/dl. She treated with the device. The air bubbles are long and go down the tubing. Customer follows proper insulin pump procedures regarding reservoirs and priming. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.